Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator had a malfunction.a field service engineer guided customer to shut off fridge and station and turn it back on everything came back.the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not detected on the board and required maintenance, which hindered users from accessing the medication. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.